Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading low mg/dl, however, no comparison bg meter reading was reported. The patient was wearing a tandem insulin pump. The patient had a ketone level of 3.6 (very high) despite the cgm showing a low value (it can be presumed the cgm was reading at a low bias inaccuracy at this time). No physical patient symptoms were reported. The patient¿s parent treated the patient with an insulin injection. There was no documentation of medical intervention. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.